Event description:
The patient is a (B)(6) old female with a history of scalp ulceration with associated underlying osteomyelitis of the calvarium associated with an undermined pathogen. This was successfully treated with an 8 week regimen of intravenous antibiotics leaving a weeping but otherwise non-colonized ulceration of the scalp. The endoform template (edt) was used to treat this ulceration. One week after the first application of edt, no issue were noted. One week later, following the second application of this product, an erythematous area was noted surrounding the existing ulceration. This area corresponded to the exact size of the edt. During the application, the edt was applied as a 2x2 inch square overhanging adjacent healthy tissue and was not trimmed to fit the ulceration. The erythematous are was moist without any evident of progression of the ulceration, blistering, drainage or purulent changes. The use of the edt was stopped. Although the erythematous area and ulceration were not cultured at this time, the patient was still placed on an oral antibiotic regimen of 2 weeks duration. In addition, local antibacterial treatment was added to the dressings. Granulomatous healing through second intention of the ulcer was then observed without any evident of residual infection at present. The patient suffered no other clinical complications associated with this event and is doing well. The treatment team did not believe that this event was device related.

Manufacturer narrative:
The manufacturer's instructions for use were not adhered to as edt was not cute to be required size prior to use.